Event description:
Customer alleged the brakes will not stay engaged at head end of stretcher.

Manufacturer narrative:
Attempts have been made to ensure resolution; however, the customer has not responded. No other information was obtained.